Manufacturer narrative:
Initial.

Event description:
It was reported that the patient crashed a bicycle, after which the ilet screen was cracked and the device became nonfunctional; the patient transitioned to backup therapy and an overnight replacement was arranged. Symptoms included no injury and no reported hypoglycemia or hyperglycemia. Outcomes included device damage with loss of function and temporary therapy interruption. Investigation included collection of event details and confirmation that the device had synced prior to shutdown; the device will be returned for evaluation. Investigation of this case revealed external physical damage to the display consistent with impact, resulting in inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental impact.